Event description:
The customer reported that the insulin pump has been alarming motor error and no delivery alarms for the past three months. The blood glucose reading was 320mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that he goes to the courthouse a lot and the insulin pump is exposed to the metal wands. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the motor error alarm.